Event description:
In 2008 - tech alleged that while raising the head section with a 135-pound patient on the bed, at about 20-30 degrees that head section stated to raise crooked, and the pivot slide became dislodged. They alleged that the head section only twisted, and did not collapse. Patient was immediately removed from bed without incident or injury. Reference the follow-up report.

Manufacturer narrative:
See scanned pages.